Event description:
A nurse reported the laser probes are getting stuck in the cannulas. There was no pt impact reported. Additional info was received from a company rep indicating the laser probes are getting stuck in the trocar/cannulas as the surgeon is trying to laser the peripheral retina.

Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined. (B)(4).